Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there was no activity outside normal use observed in the pump history. The pump history shows the remaining insulin reading was greater than 100 units on (B)(6) 2011 and did not reach zero units. During testing, the pump was primed until the cartridge was empty, and the pump gave the appropriate audiovisual alerts. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Date of event: not provided.

Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported the patient was admitted to the hospital with a diagnosis of dka. His blood glucose level was greater than 600 mg/dl, and he experienced the symptoms of chest pain and numbness in hands. The patient was treated with insulin injections. The patient's mother also reported the pump's insulin cartridge was empty when they arrived at the hospital, and she was unaware it was empty. Troubleshooting revealed there were no air bubbles leaks or kinks in the cannula or tubing, the infusion site was intact, the pump date/time settings were correct, the basal setting was correct and all total basal/bolus doses correctly matched those programmed. The patient was unaware the insulin cartridge was empty. The patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was admitted to the hospital for dka, while using the pump. Therefore this complaint is being reported.